Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this chronic right ventricular lead was surgically abandoned (capped) due to poor threshold measurements. A new lead was successfully implanted and to date, no adverse pt effects were reported. The lead was actively implanted for approx 8 years, 9 months.